Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.  As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
It was reported that a patient was on impella cp support needing mechanical circulatory support. During support, foley revealing coca-cola colored urine. Transthoracic echocardiogram performed at bedside, cp measuring 4.4 to 4.9 cm. Dr. Reviewed images. He is adamant that he does not believe repositioning at bedside is the best option. He explains due to lack of arrhythmias, lack of suction alarms (on p7), and pt having stable flows, he feels positioning is sufficient. Discussion was had regarding possible impella outlet location on the valve, which could be corrected by repositioning by 1 cm retraction. It was suggested her hematuria and elevated lactate levels would benefit from repositioning. He re-affirmed his decision that her heart is too small and vasculature is so tiny that he believes bedside repositioning will rock the boat and cause bp/arrhythmia/flow issues. In addition the patient experienced acute decompensation and suction events on pump. 2 packed red blood cells, 1 fresh frozen plasma, 1 cryoprecipitate given. A hematoma development. No rp bleed seen, pressure dressing applied, along with products given. Heparin paused during acute bleed, plan to restart when hemodynamics and coags stabilize. Later it was reported that the impella stopped. Motor current high alarm. This pump was restarted at p2, and then eventually removed about 2 hours later. The patients outcome is unknown.

Manufacturer narrative:
The investigation of hemolysis, low pump flow, vascular damage - peripheral vessel, positioning issues, and pump stop has been completed. Temporary pump stop: upon visual inspection, a large purge gap was observed on returned pump. Data logs were reviewed and pump stop alarm 13 was triggered at time of pump stop. Pump was able to be restarted at p-2 with a variable motor current and increased purge pressures and decreased purge flows for 2 hours before explant. Clinical details noted that a pump stop occurred on day 11 of support occurred and was able to be restarted and run for 2 more hours before explant. The root cause of the temporary pump stop was due to bearing wear beyond use indications per design trace matrix. Hemolysis: returned pump had no damage to cage or epotek and no biomaterial present. Pump was unable to be hemolysis tested as pump had bearing wear present. Data logs were reviewed and no motor current spikes present at time of reported hemolysis. Suction alarms occurring intermittently during reported hemolysis and placement signal is spiking throughout support. No positioning alarms noted at the time of reported hemolysis. Clinical details noted that patient's pfhg increased on day 2 of impella support. Patient was given multiple units of additional volume and pfhg was able to be decreased. It was noted that pump was position was slightly deep at 4.4 to 4.9cm but physician did not want to reposition with possible decreased flows. The root cause of the hemolysis was most likely patient condition related as data logs showed no ingestion events and clinical details noted that additional volume resolved the issue. Vascular damage - peripheral vessel: clinical details noted that patient was bleeding from femoral a-line access site. Dressings were applied and blood products given. The root cause of the vascular damage - peripheral vessel could not be definitively determined as limited clinical details were provided. Positioning issues: clinical details noted that on second day of support, pump was measuring deep in lv and physician did not want to reposition. It was noted that patient had a small heart and repositioning pump would likely not help. Data logs showed no positioning alarms at time of reported issue. The root cause of the positioning issue could not be definitively determined as limited clinical details were provided as to how the pump came out of position, it was not clear if it was related to patient's small heart anatomy, and data logs show no positioning alarms at time of issue. Low pump flow: returned pump was unable to be tested for low flow as bearing wear was present on returned pump. A cannula kink was present on returned pump likely due to packaging of the returned pump and likely did not occur while in the patient. Clinical details noted that patient experienced acute decompensation and a drop in blood pressures. Suction events were occurring on the pump and multiple units of blood products were given. Data logs do confirm suction alarms with low flows and some spiking in placement signal. The root cause of the low pump flow was most likely patient condition related as additional volume was administered to resolve the low flows per clinical details. H6 health effect - clinical code 4431 was erroneously entered on the initial manufacturer device report number 1220648-2025-29490.